Event description:
On august 1, 2008, this senior medical affairs specialist, smas, spoke with a pt/layperson regarding her complaint to customer service on july 28, 2008. The pt was concerned about erratic blood glucose results obtained on her one touch ultralink meter. Customer service replaced the meter. Results are in mg/dl, the correct unit of measure. The pt shared the following with this smas: two days in 2008, the pt alleged she obtained a result of 112 while feeling that her blood glucose was low. For that reason, the pt re-tested each time, reportedly obtaining a result in the low 40's. The pt self treated with juice and felt better. Two weeks later, feeling low, the pt again reportedly obtained 112. Doubting the results, a retest was 46. Reportedly, the pt then "blacked out". The patient's husband attempted to give her oral glucose. Because the pt was unable to walk, he carried her to the car and drove to the ER where her blood glucose had reportedly risen to 66 on the ER meter by the time they arrived. The pt was oblivious to the actions. The ER staff gave the pt orange juice and peanut butter. According to the pt, after the last event she experienced no other hypoglycemic events. Her only concern was the fact that she had obtained the same result (112) on the three other aforementioned occasions. The complaint is classified as an adverse event because the pt possibly delayed self treatment due to an alleged normal result (112) while reportedly feeling symptoms of low blood glucose. In addition, she reportedly "blacked out" after the reported issue and was allegedly seen at the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. No longer has the vial of test strips; hence d4 info not available.